Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3889-28, lot# va0suw9, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had a revision because after checking positioning of lead in sacrum using c-arm we were able to determine that the lead was in s4, so it was revised. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Manufacturer representative reported the issue was that the therapy did not seem to be working for the patient, and the doctor decided to remove from s4 and replace in s3. It was reported that the patient did not experience any side effects from the lead being in s4 besides ineffective therapy. No further information reported.